Manufacturer narrative:
An additional lot number was reported (lot # m019195). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, after changing the cartridge, the insulin gauge was lower than expected. On the day of the call, the customer filled a cartridge with 400 units, and a few hours later, the insulin gauge displayed a fill estimate of 210 units. Review of the pump data logs by tandem technical support on (B)(6) 2017 showed that the cartridge was being overfilled. The customer's blood glucose level was 225 mg/dl. It was confirmed that the customer will continue using the pump until the replacement pump arrives.